Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate shock therapies due to oversensing. The lead was explanted and replaced with a new pacing lead. The patient was stable post procedure.